Event description:
Information received from the field notes that during the sensing threshold test with the pacemaker rate at temp 30, intermittent atrial undersensing was noted. Attempts to retrieve atrial and ventricular electrocardiograms were unsuccessful. There are no plans to replace the pulse generator.